Event description:
Customer stated "pad burnt hole in pad and burnt the floor. He used the pad on the floor to warm his feet." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the product had an e-stat failure. The pad was produced in 1999, the product was approx. 17 years old when the incident occurred.. Also the heater wire and metal clips were both imprinted on the pad, which is typically only seen in product that had been folded or laid on while being in use. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.